Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the device analysis the final assessment is: a sharp broken on posterior assessed as a surgical impact opening. Missing shell assessed as inconclusive.

Event description:
Healthcare professional reported left side implant "rupture". Device has been explanted and replaced.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "rupture."

Event description:
Healthcare professional reported left side rupture. Device remains implanted.